Manufacturer narrative:
Findings: all buttons function properly however, moisture damage was found on keypad traces. No button error alarm noted during testing. Pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.(B)(4).

Event description:
It was reported that the insulin pump alarmed button error. Customer stated that the insulin pump may have been exposed to moisture. Customer's blood glucose reading was 139 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.